Event description:
The catheter was inserted into the basilic vein and secured with a tegaderm dressing. The device was connected to extension tubing and nicarpine was infused by syringe pump continuously. After eight hours of use, the nurse found the catheter was cut. The nurse removed the remaining portion of catheter tubing from the patient by hand.

Manufacturer narrative:
The sample is available for evaluation. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted. (B)(4).